Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia had worsened with peritoneal dialysis therapy. The patient was hospitalized for the hernia, and underwent a hernia repair surgical procedure. Dianeal therapy was ongoing. After twenty days of hospitalization, the patient was discharged. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.